Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited intermittent loss of capture and high thresholds. Technical services discussed troubleshooting options. It was noted that the patient felt bad all of the time. The lead remains in service. No adverse patient effects were reported.